Manufacturer narrative:
(B)(4).

Event description:
It was reported "screen flickering and iabp stopped after brightness adjustment, screen needed to be re-calibrated after restarted". This event happened during a product demonstration, no patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "iabp stopped" is not able to be confirmed. The product was not returned for investigation. According to the field service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " screen flickering and iabp stopped after brightness adjustment, screen needed to be re-calibrated after restarted". This event happened during a product demonstration, no patient involvement reported.